Event description:
It was reported that on (B)(6) 2013 the patient underwent an MRI. During the procedure, the patient was administered advian but awoke -gasping-. The episode log revealed auto mode switching and high ventricular rates that corresponded to pauses up to seven seconds during the time of the MRI. The symptoms ceased, as did the ams and hvr events after the MRI.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Gasping.